Event description:
It was reported that the patient experienced severe activation issues with an inflatable penile prosthesis (ipp) leading to the device being previously repositioned; however, the anomaly has persisted. It was further indicated that occasionally the patient could activate the device but there was pain during the process. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that the patient experienced severe activation issues with an inflatable penile prosthesis (ipp) leading to the device being previously repositioned; however, the anomaly has persisted. It was further indicated that occasionally the patient could activate the device but there was pain during the process. No additional information was reported.